Event description:
It was reported that, during the bha, when the surgeon was broaching, the lever of the handle broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.